Event description:
The customer reported black sheathing on the cable itself is coming apart and the inside is exposed, involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.